Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The r waves were noted to be smaller and a chest x-ray confirmed that the right ventricular pacemaker lead had been dislodged. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.